Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: device report from synthes reports an event in germany as follows: it was reported that assembling of two (2) applicator knob and applicator outer shaft were difficult, the knob cannot be removed from the outer shaft, the parts are jamming and it's hard to disassemble the instruments. The knob was very stiff and could not be separated after countless back and forth turning. The inner shaft could be fix well. It was during training with the instruments when the allegation was determined. There was no procedure and patient involvement.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, assembling of two (2) applicator knob and applicator outer shaft were difficult, the parts are jamming and it's hard to disassemble the instruments. It is unknown how was the issue discovered. There was no procedure and patient involvement. This complaint involves four (4) devices. This report is for one (1) t-pal spacer applicator knob. This report is 2 of 4 for (B)(4).